Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The tip separation was confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined that a conclusive cause for the tip separation could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The stent remains in the vessel the delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the mildly tortuous, non-calcified, de novo, internal carotid artery, the 6-8 mm x 30 mm acculink stent was successfully deployed, but the tip detached from the stent delivery system. The tip was captured in the non-abbott embolic protection device and was removed without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.